Event description:
Indication: common variable immunodeficiency, unspecified. Pt's guardian reports of a pump malfunction (serial number and expiration date: not provided.) Per guardian, pt and home health nurse reported a pump error and are requesting new pump. Last infusion was (B)(6) 2025 and next infusion is (B)(6) 2025. Guardian did not know the exact error but indicted home health nurse tried battery replacement and was till unable to infuse. Home health nursed ended up infusing via gravity. Pt was able to get total medication infused without an adverse event as a result of pump malfunction. Pharmacy to replace pump. Pump associated with event availability for investigation is dependent upon pt returning. Necessary return material for pump sent to pt from pharmacy. No further info. Medication associated with pump use: gammagard.